Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that pronto sbhb readings are inaccurately high. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. Alarm alert conditions with visual status indicators were functioning. Audible tones were heard upon power on and completion of sphb measurement. The unit was determined to be functioning as designed., corrected data: d11 (concomitant medical products) updated from "blank field" to "rainbow rc-1 and rainbow dci sc 200"